Event description:
It was reported that the pump failed to recognize when the latch was locked. The device can still run without prompting to lock the cassette but it did not display either lock or latched. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H4 - device mfg date: correction h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump failed to recognize when the latch was locked. The device can still run without prompting to lock the cassette, but it did not display either lock or latched¿ was confirmed through latch lock test. When locking the latch/lock, status screen does not recognize the change from latched to both. The cause was the latch/lock flex sensor is defective. Replaced latch/lock flex sensor. Replaced downstream occlusion (dso) seal as preventative maintenance. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.